Event description:
It was reported that the intracranial pressure (icp) catheter was inserted after zeroing in the operating room (or) type of procedure was reported as meningioma resection. However, when the patient was about to be transferred to the intensive care unit (ICU), the monitor was displaying (--). The icp catheter was removed and replaced with a new one without further problems. Additional info was requested and on (B)(6) 2013, the following was provided: there was no patient injury. Sutures were used to secure around the catheter to the scalp. The preamp connector was secured to the patient prior to being transferred to the ICU. The replacement product was readily available to be used. Replacement time was about 5 minutes. No add'l anesthesia or medication was needed when the catheter was replaced and revised.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.